Manufacturer narrative:
The user facility subsequently reported that the tissue sample was in fact not lost, but had been retained within the biopsy valve. The bioshield biopsy valve is used to cover the opening to the biopsy/suction channel inlet of a gastrointestinal endoscope. The bioshield biopsy valve provides access for endoscopic device passage and exchange, helps maintain insufflation and minimizes leakage of biomaterial from the biopsy port throughout the gastrointestinal endoscopic procedure. The biopsy valve lot number of the subject device was unknown by user facility personnel, and the biopsy valve was not returned for investigation. The forceps device used in the procedure was not identified; however, is not a product supplied by us endoscopy. A two-year review of complaint history shows no prior complaints of tissue loss for this the subject biopsy valve, nor for similar us endoscopy biopsy valves. Us endoscopy has not determined the biopsy valve malfunctioned, but rather is reporting due to our device being associated with the need for a follow-up patient procedure. Us endoscopy has offered in-service training; however, the user facility declined.

Event description:
The user facility reported the loss of a tissue specimen when a forceps device was withdrawn through the bioshield biopsy valve. This required the patient return for a repeated procedure. There was no reported harm to the patient during the initial nor repeated procedure.

Manufacturer narrative:
Follow up #1: added initial reporter information inadvertently omitted from original report.